Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving a low flow. Therapy was interrupted in order to replace the pads with a new set of pads. Therapy was resumed without further issue on the new set of pads. The patient finished rewarming prior to death. The patient allegedly never reached target temp of 33 degrees. The patient arrived on the unit with the pads on. There was an alarm of low flow so the device was switched out. The alarm continued so the pads were switched out. The new pads worked well. Patient care was withdrawn on (B)(6) 2016 and the patient expired on (B)(6) 2016 due to complications of a head injury. The patient's reported death was an incidental element of the patient's medical history and is unrelated to the reason for this complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.